Manufacturer narrative:
Pump was received with button error alarm due to moisture damage on keypad traces. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to moisture from sweat. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.